Manufacturer narrative:
The technician replaced all four casters to resolve this issue.

Event description:
The technician found after testing the brakes, the swivels were not holding due to worn teeth on the casters.